Event description:
It is reported that a customer's insulin pump is not powering up after inserting new batteries. The customer stated that the battery compartment was corroded. The patient's blood glucose level was 9.2 mmol/l at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: pump received with blank display due missing battery tube spring. Unable to perform the displacement test due to a blank display screen. No corrosion observed in the battery tube during visual inspection. Pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, stained end cap sticker, and case scratched. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.